Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up when post-paced t-wave oversensing was observed. The device was reprogrammed. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for a device check prior to receiving radiotherapy treatment. Multiple episodes of non-sustained ventricular oversensing were observed. All egms revealed t wave oversensing. Programming changes were recommended.